Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle broke off of the bd ultra-fine¿ ii insulin syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the hcp removed the shield before use and then found that the needle was broken.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle broke off of the bd ultra-fine¿ ii insulin syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the hcp removed the shield before use and then found that the needle was broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-03-08. H6: investigation summary customer returned a single 0.3ml syringe. The needle of the syringe has folded over to one side and broken off shortly past the rim of the needle hub. This may have occurred if high enough forces were placed on the syringe during use. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the needle breaking. The most likely root cause of the needle breaking is higher than anticipated forces placed on the needle during use. H3 other text : see h10.

Event description:
It was reported that the needle broke off of the bd ultra-fine¿ ii insulin syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the hcp removed the shield before use and then found that the needle was broken.